Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed the device lock up and would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy may not be available if needed.

Manufacturer narrative:
Device could not be repaired as the replacement parts are no longer available. Device was returned to the customer unrepaired. Customer was informed of the device's state and provided information on obtaining a replacement device. The cause of the reported issue was determined to be linked to the device however due to the age of the device the cause could not be determined at the sub-assembly level.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed the device lock up and would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy may not be available if needed.